Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope "oes elite", 4 mm, 30°, hd, autoclavable had a broken lens. The issue occurred during reprocessing for a therapeutic benign prostatic hyperplasia procedure. The procedure was completed using a similar device. There were no reports of patient harm.